Manufacturer narrative:
Product evaluation details: the device evaluation has been completed. The device was visually inspected and brownish red material was observed inside the pebax. A magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and they were unable to map and visualize the catheter properly. Additionally, foreign material was observed inside the pebax, however, no external damages were visible. There were no patient consequences. These reported events have been reviewed and assessed as not MDR reportable. During the procedure, error 381 (mapping disabled for all maps) displayed intermittently. It was noted that the a thermocool® smart touch® sf bi-directional navigation catheter was ¿whipping around¿ on the carto 3 system. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient. Upon visual inspection, blood/fluid was observed in the portion of the catheter that contains the force sensor spring, between electrodes 2 and 3. There was no visible damage to the catheter and no evidence of char or coagulum on the external part of the catheter. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the procedure was completed without patient consequences. Patient was discharged per protocol. These issues are not MDR reportable. Generator was set on power control mode at 40 watts with temperature ranging from 37-40 degrees celsius and a temperature cut-off of 40 degrees celsius. Power was not titrated. There were no difficulties maneuvering the catheter or during withdrawal. There were no catheter issues related to temperature or flow. Patient received 2000 units of heparinized saline. It was noted that there was no systemic anticoagulation at the time of discovery. The (B)(6) 2018, during failure analysis of the returned device, scanning electron microscope (sem) analysis found ¿evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax.¿ the findings have been reviewed, the hole on the pebax is determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on (B)(6) 2018 and have reassessed this complaint as reportable.